Event description:
It was reported during preventive maintenance that cardiosave intra aortic balloon pump (iabp) had disconnect trainer patient cable, connected error. No patient involved.

Manufacturer narrative:
Due to character limit: e1 (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.